Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. Intermittent button response due to moisture damage to keypad traces. No unexpected numbers scrolling during testing. Minor scratches to display window, cracked case near display window corner, reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot, battery tube threads, missing address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.